Event description:
The customer alleged that the vent went "inop" while on a pt. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The cse replaced the p-sol as a precautionary measure. There no pt harm reported.